Manufacturer narrative:
The referenced driveline compromise was reported under medwatch MFR report number 2916596-2016-01685. (B)(4). Approximate age of device ¿ 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient received a heart transplant, and that the patient had been utilizing an ungrounded power module patient cable due to compromise of the driveline. No additional information was provided.

Manufacturer narrative:
The pump was returned assembled with the driveline severed approximately 2 inches from the pump housing. The severed portion of the driveline was not returned. No damage to the outer jacket layer was observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts prior to removing the bionate layer. No damage to the bionate layer or metal shielding was observed. Initial visual inspection of the wires found no fractures or breaches; however, upon disassembly of the cable boss and closer inspection, a breach in the brown wire insulation at the pump housing was identified. The damage appeared to be consistent with fatigue damage due to repetitive movement of the wire at this location. As a result of the damage to the insulation, the underlying brown wire conductor was exposed. The previously reported red heart alarms would have occurred as a result of the exposed conductors of one wire contacting the braided shielding when the device was supported by the power module. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.